Manufacturer narrative:
Correction numbers:1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was unable to charge her ipg. It was also reported the patient had not recharged her ipg or felt stimulation in approximately a year. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. Reportedly, the patient has effective stimulation coverage postoperative and the issue is now resolved.